Event description:
Device 2 of 2. Reference MFR report#1627487-2012-00610. It was reported the pt ((B)(6)) is experiencing difficulty communicating with the ipg via both the charging system and the pt programmer. Efforts to rectify this issue using various troubleshooting techniques were unsuccessful. In addition, several of the pt's lead contacts exhibit invalid impedance measurements. An x-ray of the pt's scs system was taken; however, no visible anomalies were found. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.